Event description:
During a colon resection, the user went to fire the device and only 2 of the 4 rows fired. Staples were not "b" shaped. Another device was used to complete the procedure. There was no patient consequence.